Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue. The replaced parts were sent to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer could not confirm a faulty power management circuit board. The power management board was bench tested, and it appeared to work without noticeable issues. During the automated mtfs testing, the power management board passed all automated test steps listed above, no problem found (npf). Section h4 device manufacture date was captured incorrectly in the previous report. It has been updated and corrected in this report.